Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: no issues were found, the device appears to be in good conditions. Correction: lot number - previously reported as 0023932217, changed to 0023792073. Expiration date - previously reported as 06/10/2020, changed to 05/15/2020. Device manufacture date - previously reported as 06/11/2019, changed to 05/16/2019.

Event description:
It was reported that device contamination occured. The target lesion was located in the left circumflex artery. An opticross imaging catheter was advanced for use. During procedure, it was noted that the catheter was contaminated due to improper operation. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device contamination occured. The target lesion was located in the left circumflex artery. An opticross imaging catheter was advanced for use. During procedure, it was noted that the catheter was contaminated due to improper operation. There were no patient complications reported and the patient status was stable.